Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Signs/symptoms/diseases being reported: infection, deep joint. Seriousness: resulted in inpatient hospitalization. Related to device = no, op site event: deep joint infection. Resolution of event = unresolved as of (B)(6) 2006.